Event description:
Customer states that it appears the inform meter got hot and burned at the bottom of the meter. No impact to the meter base unit. Customer claims the meter had burn marks on the plastic at the bottom of the meter. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B) (4).

Event description:
Per the audiologist, the patient experienced a decrease in performance after a head injury. The results of an integrity test (B) (6) 2010 indicated normal device function. The device was explanted (B) (6) 2010 and the patient was reimplanted with a new device during the same surgery.